Event description:
It was reported that the surgeon became concerned with the heat from the sheath of the unit which caused burns during a decompression. It was further reported that the unit was discarded.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.